Manufacturer narrative:
(B)(4) issue sample or the lot number were not available for an investigation and evaluation. The photos were reviewed, however the images alone are not sufficient for a thorough investigation. A root cause was not determined. It is imperative that issue samples be submitted in order to provide a root cause.

Event description:
The adhesive on the c-section drape appears to have caused a skin reaction. Patient needed several wound treatments due to ulcerated area. Prep may also have contributed per customer.